Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had shocking lead impedance measurments of greater than 125 ohms 10 weeks post implant. A loose setscrew was the suspected cause. The device remains implanted.